Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) was scheduled for shoulder surgery. Upon magnet application, there were not audible tones. A representative was paged to further interrogate the device. No adverse patient effects were reported with this event. This device has been implanted for over six years.

Manufacturer narrative:
The field representative was not contacted and had no resolution to this event. The device was later explanted over a year later for normal battery depletion and returned. Detailed analysis is pending.

Manufacturer narrative:
Upon return to our quality assurance laboratory the device underwent detailed analysis. The device memory was examined which revealed the device was returned with the beep on magnet programmed on. Following the application of a magnet the device beeper was audible. In conclusion, while undergoing analysis the device passed all testing related to device operation. Proper operation of the device speaker in response to an applied magnet was also observed.